Manufacturer narrative:
(B) (4).

Event description:
The device caused pain; it was placed such that it caused pain from objects, for example the process of sitting on a chair. It occasionally sent shocks. The effectiveness was downgraded and the device left off at all time. It was removed in 2009. Further info is being requested from the hcp.